Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: abdominoplasty. Event description: device was used for abdominoplasty procedure. User has been using for several years and it is a common procedure at this account. No known lot or serial number due to not registered during procedure and packaging thrown away. 2 eb240 devices were used during the procedure as described below. The operation started and went smoothly until the excess was to be removed, when the lever that divides the tissue (blade lever & knife) got stuck and could not be moved. A new one (eb240 device) is brought up and we continue to burn and cut until the same thing happens again. We can open the jaws now and we continue to use the voyant to only seal vessels, not cut. The operation is completed without any problems. Noted by surgeon and or nurse was that the patient has a harder fat layer and many strong vessels. Intervention: they brought out another device as described above. New device worked in the beginning and then the same result except that with the second device they could reopen the jaws. They continued using the device as a sealing device only without cutting. Patient status: no harm to patient.